Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(4). The electrical venous occluder was returned to livanova (B)(4) for further investigation. During the evaluation the reported failure could be confirmed. And traced back to a defective dc converter and a burnt capacitor. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a customer experienced a burning smell from an electrical venous occluder (evo) during priming. There was no patient involvement.